Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage and low power alarms despite cleaning and changing the battery clips. The log file captured a few low power advisories due to normal battery depletion. It appeared that the patient had been sleeping on batteries for much of the event history. It was additionally stated that the patient's batteries were fully charged. The alarms resolved after a system controller exchange.

Manufacturer narrative:
Section d9: date returned to manufacturer corrected manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files; however, it was not reproduced. Data from the reported event date of 07aug2024 in the submitted controller event log files were reviewed. On 07aug2024 at 13:30:09, 13:31:57, 13:49:32, 13:56:03, 13:56:18, and 14:35:47 while connected to batteries, the power cable disconnect alarm activated due to an invalid relative state of charge (rsoc) fault associated with the white power cable being outside the expected voltage range. The low voltage alarm activated on 07aug2024 at 13:56:26, 13:56:37, 13:56:47, 13:57:53, 13:57:55, 14:22:11, and 14:36:39 due to rsoc voltage continuing to fluctuate on the white power cable. The alarms were not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc faults without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the alarms resolved after the controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.